Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
Initial serial number inputted was incorrectly by the rep, thus this correction report is to address that and input the correct serial number of the product associated with the complaint.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. There were no patient consequences.